Event description:
A complaint was received reporting the premature detachment of the adc device. As a result, the customer experienced cold sweats and had a seizure. A healthcare meter result of 35 mg/dl was obtained and the customer treated with soda. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. N/a was selected for (PMA/510(k)) as it is unknown if the user was using android, ios, or a fs libre reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. No issues were observed with the adhesive. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received reporting the premature detachment of the adc device. As a result, the customer experienced cold sweats and had a seizure. A healthcare meter result of 35 mg/dl was obtained and the customer treated with soda. There was no report of death or permanent injury associated with this event.